Event description:
Ous MDR - after an implant duration of about 5 years oversensing with inappropriate shocks was reported.

Manufacturer narrative:
Upon receipt, the lead was found dissected into two fragments. All parts of the lead were received for analysis. The morphology of the cuttings indicates, that the fragmentation of the lead most likely originated from the explantation procedure. The analysis of the fragments demonstrated multiple signs of wear. At the distal fragment, the insulation was found damaged. This insulation damage can be considered as the root cause for the observed oversensing issues mentioned in the complaint description. Based on the characteristics of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. Further damages resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.